Manufacturer narrative:
Event occurred in another country.

Event description:
Reporter stated, the patient's blood glucose measured 95 mg/dl on the accu-chek sensor system at 12:00 am. At this time, patient reportedly delivered 18 units of insuman rapid insulin. At 3:25 am, patient reportedly retested blood glucose with a result of 108 mg/dl. Five minutes later, patient reportedly experienced a hypoglycemic event. Patient's husband phoned emergency medical services and patient was subsequently transported to the hospital where blood glucose measured 25 mg/dl at 3:45 am. Reporter indicated that patient was treated with an injection (contents not provided). Patient's current condition is reported to be "good." The suspect product was not returned to the manufacturer for evaluation.